Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra mini meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On approximately (B) (6) 2010, the patient obtained the blood glucose readings of 283 and '200's mg/dl' on the reported meter, which were inaccurately high compared to her expected values. The patient took no actions based on these meter readings. Afterwards, the patient experienced the symptoms of weakness, shaking and she felt tired. The patient did not seek medical attention or treatment. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated blood glucose readings on the reported meter. Therefore, this complaint is being reported.